Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
The customer submitted bbb complaint claiming damage on 4/27. Because it is a bbb complaint, we cannot discuss anything brought up in bbb internally until the customer provides the info directly. Last support correspondence asked for lor. Customer did not respond and instead submitted bbb complaint. I have asked again for an lor.